Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Following the procedure, the patient experienced hematuria and dysuria. During the three-day hospital admission, the patient had a persistent bladder clot with intermittent gross hematuria. A renal and bladder ultrasound (rbus) revealed a five-centimeter clot burden in the bladder. During the hospital admission, the stent was removed, and a renal angiogram and embolization were performed by interventional radiology (ir). Per physician's assessment, the events of hematuria and dysuria were serious, were possibly related to the device, and probably related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of april 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e1301 captures the reportable event of dysuria. Imdrf impact code f23 captures the reportable events of "stent removal" and "a renal angiogram and embolization were performed by interventional radiology (ir)." Imdrf impact code f08 captures the reportable event of "the patient was admitted for three days."